Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot. It was reported the pt was kicked by a horse prior to his lead(s) migrating. As a result, the pt's leads were explanted and replaced (with a single lead/different model). Surgical intervention addressed the pt's issue.